Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Patient called via spanish translator. Patient reported that he needed to have a spanish pp manual sent out so he could know how to adjust the stimulator. Patient mentioned that his health was not so good. Patient was asked if this was related to the to the implanted system/therapy, and patient reported that the ins worked to control his symptoms for 15 days, but then he had a sudden return of his target symptoms. Patient said his incontinence returned on one day. Patient confirmed no falls/trauma, and patient made no programming changes. No actions were taken prior to the call today. Patient had access to the patient programmer (pp). Synched with the pp and it showed stim was on. Patient confirmed stimulation was on and set to p4 at 3.9v. Patient felt stimulation in the correct area. During the call patient increased amplitude to 5.0v and confirmed feeling stim in the target area. No further symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.